Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records were received: on (B)(6) 2024, the patient had a post-operative clinic visit. The physician stated that due to the overlap of abdominal tissue, the incision shows a couple areas that look moist and macerated. The patient was told to take oral antibiotics and educated to keep the wound drier by covering with a light gauze. On (B)(6) 2024, the patient had another post-operative clinic visit. The physician states that she had undergone an exploration and debridement of the wound and ¿then it was just a superficial wound.¿ she continues to have a small area on the medial side which was debrided ¿a bit last time¿ and is slowly healing. The patient is otherwise healing and progressing well.

Event description:
Subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for delayed wound healing device and procedure (relatedness): device related: definitely not. Procedure related: possibly. Date of event: 12-sep-2024. Date of implant: no information provided. Date of revision: no information provided. Device location: left. Treatment/impact: no information provided.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.